Manufacturer narrative:
.

Event description:
Procedure type: pediatric lap hernia surgery. Patient gender: unknown. According to the reporter, during the procedure it was noticed that there was a crack in the center of two reducers. A new reducer was used and after about 20 minutes, when the surgeon inserted a laparoscopic grasper through the reducer, they observed that the centre part had fallen off. A new reducer was used to continue the procedure and retrieve the broken section of the previous reducer. No patient injury was reported.